Event description:
Home patient (hp) contact baxter's technical service center (tsc) regarding a "check lines and bags" message that appeared on the display of the hp's homechoice machine during the prime cycle prior to the hp's homechoice machine during the prime cycle prior to the hp's automated peritoneal dialysis (apd) therapy. Reportedly, after hp reviewed the setup with the tsc, it was discovered that hp had connected the patient line of the hp's homechoice set to hp's transfer set while the prime cycle was still in progress. Tsc assisted hp in disconnecting the patient line of the homechoice set from the transfer set using sterile technique, and repriming the setup. No patient injury or medical intervention was assoicated with this incident per rn.